Event description:
"Subject (B)(6) had a dus imaging in (B)(6) 2024 and a CT in (B)(6) 2025. Per the investigator's measurements, the max aneurysm diameter was 95mm. This is a ~6mm increase compared to the 30-day follow-up in (B)(6) 2021 (89mm) and a ~10mm increase compared to the 3-year in (B)(6) 2024. Pending further site details including event relatedness. *lot information of devices received on 08/15/2025" patient outcome: "there are no plans of intervention at this time, rather continued surveillance. Pending further site details."

Manufacturer narrative:
This complaint was involved with five devices. Device 1 is being reported under MDR-2247858-2025-00203, device 2 is being reported under MDR-2247858-2025-00209, device 3 is being reported under MDR-2247858-2025-00210, device 4 is being reported under MDR-2247858-2025-00211, and device 5 is being reported under MDR -2247858-2025-00212. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.